Event description:
Wheelchair broken, rails to back to wheelchair (prevents chair from falling back.) Broken. Supplier where wheelchair was obtained did not pick up/repair. Cannot obtain safe chair until old one removed.